Manufacturer narrative:
The reported complaint was confirmed. The fsr disconnected the b channel heater and the leakage still exceeded 100, but went down to 184. The fsr disconnected the a channel heater and the leakage went to the normal range. He removed and replaced both 12 volt cable assembly heaters and the leakage read normal. The fsr completed a release test. The unit operated to manufacturer specifications and was returned to clinical use. The suspect parts were returned to the manufacturer for further evaluation. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service rep (fsr) reported that during preventative maintenance (pm) of the device, the leakage current in reverse exceeded the limits (in the 300's). There was no patient involvement.